Event description:
It was reported that, based on the log file review of hsc-078024, the controller appeared to be in good working condition and would be kept as the patient's backup controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller alarming was not confirmed. A log file for this event occurring on or about 01aug2020 was not available and the heartmate3 system controller (serial (B)(6), was not returned for analysis. Additional information provided on 02mar2021 stated that the patient had replaced his own controller due to a "bad controller" prior to his follow-up visit and it resolved the issue. There were no issues or additional documents provided. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Further information was received indicating this event was a duplicate. The investigations findings have been reported in manufacturer reference number: 2916596-2021-02530.

Manufacturer narrative:
The date of the controller exchange is unknown and has been estimated.

Event description:
It was reported that the patient's controller was alarming a few months ago. The patient did not call the vad center to review the alarms when they occurred and performed a controller exchange on there own. The patient thought that the alarm was due to a "bad controller." No pump issues were noted after the swap.